Event description:
A volunteer was holding the patient and called the nurse into the room. He said she had blood coming from somewhere. The patient's tpn line was disconnected from the purple clip. The purple clip was still attached to the patient's broviac and blood was coming out. The tpn had to be discontinued due to contamination.